Event description:
It was reported that the super multivac wand's electrode was fractured. It is unknown whether the event happened during surgery. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: additional information on a1, a2, a3, b1, b2, b5 and h6.

Event description:
It was reported that during a shoulder cuff repair surgery, the super multivac wand's electrode was fractured. The fractured pieces were all removed from the patient by suction. The procedure was completed with non-significant delay using a back-up device available. The current status of the patient is good. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is completely detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (1,7). The wand was not able to generate plasma and coagulation due to detached electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force.(4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is completely detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (1,7). The wand was not able to generate plasma and coagulation due to detached electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.